Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue, and the unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
The front bezel was returned for analysis. Failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. The front bezel was scrapped.

Event description:
It was reported that the ventilator's numbers were jumping back and forth when parameter adjustments were made. The ventilator was being set up for use, with no therapy delay noted.